Event description:
It was reported that a user experienced a pairing failure when attempting to connect a dexcom g7 sensor to the ilet, which was traced to the ilet still retaining the code from a prior sensor; the user was guided to confirm the correct sensor code and was educated on pairing time and warmup. Symptoms included no adverse symptoms and no change in blood glucose. Outcomes included no injury, no medical intervention, and normal daily activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the incorrect sensor code remained active on the ilet, preventing successful pairing with the current sensor. It was concluded that the event resulted from configuration and setup error, and the device functioned as designed once the correct pairing process was communicated.